Event description:
Three blood leaks in one pt occurred at the start of dialysis treatment. The leak detector and the test strips detected all leaks. The total blood loss was 750 cc because blood of the total inside volume was taken including he dialyzers and the tubing. The pt was well and no medical treatments were given. Three dialyzers were from the same carton. No blood leakages occurred in the dialyzers at the other cartons.